Event description:
It was reported that "the stow and go clips are broken on the transport chair."

Manufacturer narrative:
It was reported that "the stow and go clips are broken on the transport chair. Also reported that the issue was identified on a new transport chair and that the product was received in this condition. Further reported that replacement parts were being requested for the broken clips. Photographs of the affected product were provided for review. Additionally, it was reported that the leg rest clip was broken. The customer was unable to confirm which side was affected at the time of follow-up." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.